Event description:
It was reported that the second anchor of fast fix 360 curved ndl delivery sys didn't deploy. A backup device was available during procedure, no patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.